Event description:
It was reported that the device¿s sleep/wake button became unresponsive on pump sn (B)(6), and a replacement pump was arranged after confirming shipping details. Symptoms included no clinical symptoms reported. Outcomes included no impact on health reported and no medical intervention required. Investigation included technical support review and user troubleshooting and education. Investigation of this case revealed a device mechanical or physical issue with the sleep/wake control not functioning, with no associated alerts or alarms observed. It was concluded that the device malfunctioned and that replacement was warranted.